Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine exchange of the pacemaker, this right atrial (ra) lead was surgically abandoned and capped due to high pacing thresholds. There was also loss of capture and bipolar pace impedance less than 200 ohms. A new ra lead was successfully implanted and no additional adverse patient effects were reported.